Event description:
Customer reported being unable to test due to receiving an error 9 on the display of their freestyle libre reader. Customer further reported they experienced hypoglycemia and loss of consciousness and was administered cornstarch and intravenous glucose by a non-healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned reader was investigated. Visual inspection was performed on returned reader. No new issues were observed. Built-in reader test was performed and all tests passed. Error message was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 9 on the display of their freestyle libre reader. Customer further reported they experienced hypoglycemia and loss of consciousness and was administered cornstarch and intravenous glucose by a non-healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre reader was reviewed and DHR showed the libre reader passed all tests prior to release and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 9 on the display of their freestyle libre reader. Customer further reported they experienced hypoglycemia and loss of consciousness and was administered cornstarch and intravenous glucose by a non-healthcare provider. There was no report of death or permanent injury associated with this event.